Event description:
It was reported that during central processing a da vinci-assisted the instrument mega suturecut needle driver instrument had physical damage. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: no fragments fell into the patient, there was no reports of fragments falling from device while in use, and the patient has not returned to the hospital with complications.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the mega suturecut needle driver instrument had physical damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the instrument to perform failure analysis. The instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.060" x 0.195" was found to be broken off. The broken piece was not returned. The complaint regarding physical damage was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Root cause of the broken grip is typically attributed to mishandling/misuse, such as excess force applied to the instrument jaws. This damage during use may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the mega suturecut needle driver instrument that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.